Manufacturer narrative:
The following devices were also listed in this report: 32mm v40 cocr-4 head; cat#: unknown; lot#: unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported reason for revison due to painful hip.

Manufacturer narrative:
An event regarding pain involving an unknown trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided x-rays and implant sheets by a clinical consultant concluded: "pain is usually soft tissue related and originates in the tissues around an arthroplasty device where size and position of devices play a more prominent role than the materials or manufacturing properties of the devices in place. This case requires more information, especially medical records to solve." Device history review: not performed as no lot details were provided. Complaint history review: not performed as no lot details were provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports and progress notes are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
Sales rep reported reason for revision due to painful hip.